Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2009 to (B)(6) 2010, nystatin from (B)(6) 2008 to (B)(6) 2008, hydrocodone acetaminophen from (B)(6) 2007 to (B)(6) 2008, oxycodone-acetaminophen from (B)(6) 2007 to (B)(6) 2008, fluticasone propionate from (B)(6) 2007 to (B)(6) 2008, amoxycillin from (B)(6) 2007 to (B)(6) 2008, chantix from (B)(6) 2008 to (B)(6) 2008 and metronidazole from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included endometriosis since (B)(6) 2018, chronic depression since (B)(6) 2007, generalised anxiety disorder since (B)(6) 2007, ovarian cyst, breast cyst, vaginal cyst, abdominal pain lower, dysmenorrhea, dyspareunia, swelling nos, abdominal bloating, endometriosis and paratubal cyst. Concomitant products included cetirizine hydrochloride (cetirizine) from (B)(6) 2010 to (B)(6) 2010, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2010, leuprorelin acetate (lupron) since (B)(6) 2018, lorazepam from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (medroxyprogest) from (B)(6) 2010 to (B)(6) 2010, norethisterone acetate (norethindrone acetate) from (B)(6) 2018 to (B)(6) 2018 and sertraline hydrochloride (zoloft) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain lower ("pain: lower abdominal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the migraine had resolved and the headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion was reported (B)(6) 2009, now in current pfs it was reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: (as per pfs) :total bilateral occlusion. (As per mr):radiology report:bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain female, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs & mr received. Case become valid and incident. Injury nos replaced with new events. New reporter's was added. Date of removal was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), pelvic pain, migraines , headaches, lower abdominal pain. Updated outcome of events abnormal bleeding, pelvic pain from unknown to recovering/resolving and migraine from unknown to recovered/resolved. Medical history, historical conditions, historical drugs, concomitant conditions, concomitant drugs, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.